Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The system was investigated on-site by our field service engineer. The reported failure was reproduced. The device failed to meet its specifications. According to the information provided by the technician the pressure transducer test failure has been caused by vaporizer connections. Several adjustments of both vaporizers connected to the device has been done. After this action, the issue has been solved and the device has been returned for clinical use. Most probable it was an improperly connection between the fresh gas inlet/outlet on the vaporizer and the vaporizer connection seal causing a small leakage. This failure will be detected during the system checkout and will not affect ventilation. The root cause to the reported issue has not been determined. The correction of field h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 02/08/2021. Corrected manufacture date: 01/28/2021.

Event description:
Manufacturer's reference #: (B)(4).